Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the tka surgery for oa of right knee. When the surgeon drove in the tibial tray after all procedures had been completed, the medial area in front of the tibia fractured. Since there were no screws to fix the fracture, the surgeon stabilized the fracture using cancellous screws for the acetabulum which are usually used in the tha surgery. The surgery was completed successfully with about 40 minutes delay. No further information is available. There was no problem with the placement of the implant, but an unusual site was fractured. There was no event such as re-insertion of a guide pin or failure to insert keel.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.